Manufacturer narrative:
(B)(4). The pump is not available for evaluation. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the service history review revealed that the device has not been serviced yet. A device history review was performed; no non-conformities were identified.

Event description:
A customer called baxter corporate product surveillance to report a flogard 6201 infusion pump which alarmed due to a low battery. According to the report, the facility charged the pump for several days, but when they unplugged it, the battery would not hold the charge. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.